Manufacturer narrative:
The field service engineer performed an onsite evaluation of the system while performing periodic maintenance. The customer declined further evaluation or repair. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
During performance of a pm, the field service engineer observed the system locked up during cine activation. No patient serious injury or death was reported related to this event.